Event description:
During tlif surgery at l3-l4-l5 for stenosis, the distal part of the cage cracked between l3/l4. The cracked caged could not be retrieved thus it is remained in the patient. The x-ray is available for evaluation. [Surgery details] a paddle was inserted till 9mm, and it was hard to move at 10mm. And, the reaming till 9mm, the end plate was shaved by curette. Then, 9mm trial was used. Finely grinded bone graft was placed to the contralateral side and the roughly grinded bone graft was placed to the cage.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.